Event description:
It was reported that the inflatable penile prosthesis (ipp) device is no longer working due to fluid loss. No intervention has been reported yet. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.